Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the user was not in pace mode with electrode pads attached. In pace mode, the unit will not analyze or display pads signal. The log showed the unit detected a steady patient's impedance as well as CPR waveforms. Had the user pressed any of the defib buttons or manually entered defib mode, a signal would have been displayed and the unit would have been able to analyze.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.